Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two trial leads implanted with the same lot number. It was reported the pt has pain in left foot. Prior to the trial procedure, the pt did not have left foot pain. The pain in the left foot goes away when the stimulation is on and returns when stimulation is off.